Event description:
It was reported the lower lcd screen was fading, making reprogramming via screen impossible. It was also reported the device was damaged. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment that the liquid crystal display (lcd) screen was fading. Analysis did find that the lower case and both bail covers were broken, that the ring cover was out of specification due to being worn, that the ring was bent and the keyboard window scratched.

Event description:
It was reported the lower lcd screen was fading, making reprogramming via screen impossible. It was also reported the device was damaged. The device was returned for service. No patient involvement or complications were reported.